Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown postoperative date, two expedium verse screws had broken off. The surgeon commented the following that the patient had an active daily living and that as bone fusion was under progress, the event would not adversely affect the patient. No further information is available. This report is for an unknown expedium verse screw. This is report 1 of 2 for (B)(4).